Event description:
An attempt was made to deploy a 2.5mm diameter x 12mm length endeavor sprint rx drug-eluting coronary stent in the circumflex of a pt. However, it was reported that the relevant device was unable to cross the left main into circumflex and the stent came off the balloon. When the sds was removed from the pt, the stent was visualized in the left main under x-ray. It was reported that a non compliant balloon was used to embed the stent into the arterial wall to prevent embolization. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Evaluation, results: stent dislodgement.